Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. I was states that insulin squirt out during manual prime. The customer stated that the drive support cap was loose. The customer was disconnected during prime. The customer was advised to revert to the backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.